Manufacturer narrative:
(B)(4). Synergy ii, us, mr, 2.25x8mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) was measured and is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 430mm distal from the distal end of the strain relief. There were several hypotube kinks identified along the full catheter length. The break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip edge. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2017. It was reported that crossing difficulties were encountered. A 2.25x8 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed hypotube break.